Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1056 site patient ID: (B)(6) it was reported that on an unknown date, a unknown amulet left atrial appendage occluder (laao) was implanted utilizing an unknown delivery system. Post discharge on (B)(6) 2024, the patient returned to the emergency room with shortness of breath and fatigue. On (B)(6) 2024, transesophageal echocardiogram (tee) was performed and a 1.7mm width pericardial effusion was noted, with signs of cardiac tamponade. Pericardiocentesis was performed. On (B)(6) 2024, the patient was reported to be resolved without sequelae.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2024, a 20mm amulet left atrial appendage occluder (lot: 9066459) (laao) was selected for implant utilizing a 14f amplatzer torqvue delivery system. Due to undersizing, the 20mm occluder was replaced with 22mm amplatzer amulet laa occluder (lot: 9134941) which was implanted successfully.

Manufacturer narrative:
H6 medical device problem code 2993 was removed, 2682 and 2017 added. D. Suspect medical device information added. E. Initial report: physician information added. An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. It was indicate that the patient medical history included paroxysmal atrial fibrillation, two cardiac ablation, transient ischemic attack which may have contributed to the reported event but cannot be confirmed. A pericardiocentesis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please not that per the instructions for use, artmt600034453-c, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."